Manufacturer narrative:
Additional information: through a follow up, the customer indicated that they do not think the device is available for return, that it was discarded. Corrected data: the following fields were updated accordingly based on the above new information: section h6: type of investigation: 4115 - device discarded. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or after (B)(6) 2022 (date which the lens implanted). Section d6b: if explanted, give date: unknown, information was requested but not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye. The reason for the explant was not specified. No further information was provided.